Event description:
Patient seen in the ventricular assist device (vad) clinic. Vad interrogation revealed "pump off" and "low speed advisory" alarms, both possibly indicating a driveline fracture. Patient previously had an external driveline repair 5 months prior due to short-to-shield vad stops. Recurrent alarms concerning for an internal driveline fracture. In addition, the patient also had rising vad flows and power, in addition to an elevated lactate dehydrogenase, concerning for pump thrombosis. The patient underwent pump exchange surgery a few days later and continues to be treated.